Event description:
The manufacturer received information alleging an issue related to a I-neb cf UK unit device's sound abatement foam. The patient has passed away. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The correct b5 should be: the manufacturer received information alleging an issue related to a I-neb cf UK unit device's sound abatement foam. The patient has passed away. The device has been scrapped; therefore, it cannot be retrieved for evaluation. In addition, appropriate code updated/corrected in this follow-up report.